Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the malfunction was caused by drawer failure. A field service engineer replaced drawer to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using pyxis medstation es system 7 east 2-drawer auxiliary 5.1 encountered hardware problems. The customer noted that this resulted in delays in medication dispensing, as nurses were required to obtain the medication from pharmacists. There were no adverse events or injuries reported based on this incident.